Event description:
It was reported that during a revision surgery, the connector was found to be loose and deformed.

Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of the deformation of an oasys parallel rod to rod connector was confirmed via visual inspection of the returned device. A potential cause of this deformation could be from the material integrity of the device and/or due to fatigue from an applied load over time since the device was implanted for over two years. It is unknown whether fusion occurred since the original surgery. Conclusion: the root cause of the rod connecter deformation could not be determined due to limited information.

Event description:
It was reported that during a revision surgery, the connector was found to be loose and deformed.